Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(4) 2011. The fse indicated the reported event could not be reproduced. The blood sampling valve was cleaned and all vacuum tubing was replaced. The fse verified repairs per established procedures. Results meet published performance specifications. The root cause of this event could not be determined.

Event description:
A customer contacted beckman coulter inc, (bci) stating that a manual probe was dripping on several occasions when performing the backwash on coulter lh 750 analyzer. The operator has cleaned the area to include the blood sampling valve (bsv), however the probe continues to drip as it performs the backwash. The customer was wearing personal protective equipment (ppe) at the time of the event and while cleaning the area. There was no report of death or injury and no one required medical attention. No exposure to open wounds or mucous membranes has been reported. There was no change to patient treatment attributed to this event.